Manufacturer narrative:
The investigation confirmed that multiple, reproducible, unexpected (B)(6) results were obtained from a single patient sample while using the vitros 3600 and vitros eci systems. The investigation could not determine a definitive root cause. An instrument, reagent or an unknown sample interferent cannot be ruled out as contributing factors.

Event description:
The customer obtained multiple, reproducible, unexpected (B)(6) results for a single patient sample while using the vitros 3600 and vitros eci systems. The following results were obtained: (b)(46). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported from the laboratory. There was no report of harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).